Manufacturer narrative:
Investigation: visual inspection: during the investigation, some residue tissues on the device was determined . The valve was returned and used in a valve board with a controlreservoir (lumbar implantable). Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position as well in the vertical position. The results show that the valve operates within the accepted tolerances in the horizontal and vertical position. Adjustment test: the m.blue was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no deposits were found in the m.blue result: based on our investigation results, we can determine visible deposits in the reservoir. The deposits had no effect upon the specifications at the time of the examination. The m.blue met all specification at the time of examination. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that an m.blue (#fx800t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 21 years gender: female